Manufacturer narrative:
The insulin pump was received with low battery life due to broken component on the mother board. However, the insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The insulin pump had minor scratched lcd window, cracked near the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Doctor reported via phone call that the insulin pump has a blank display. It was stated that they had tried changing the battery but the display would not return. Blood glucose value is unknown. The insulin pump would be replaced and returned for analysis.